Event description:
The manufacturer received information alleging patient got problems with her lungsh to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to developed problem with lungs. There was no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and external parts of the device and found minor dust/dirt contamination on inside and outside of top and bottom enclosures, blower, blower box, blower bellow, blower box upper cap, ui panel assembly, rear panel, sd cover flip door, accessory module flip door, dc jack color insert, and p4 power connector. The box label was attached to the top of the device. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found fifteen error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device.